Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. As reported, perceval valve size s was replaced with perceval valve size m. As such, the cause of the reported event can reasonably be related to mis-sizing (use error). Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a perceval plus valve pvf-s was implanted and explanted intra-operatively on (B)(6) 2024. Based on the information available, a perceval plus valve pvf-m was ultimately implanted in the patient. No further information is available. No allegation of a device malfunction nor serious injury has been received from the site regarding this event. Based on the further information received, about 30 minutes was added to the cross-clamp time, patient was stable through the surgery and the patient did well after the surgery.

Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a perceval plus valve pvf-s was implanted and explanted intra-operatively on (B)(6) 2024. Based on the information available, a perceval plus valve pvf-m was ultimately implanted in the patient. No further information is available. No allegation of a device malfunction nor serious injury has been received from the site regarding this event.